Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the entire handle of the screw driver broke into 4 pieces and the metal shaft came out, when the doctor was tightening a locking screw during a pilon fracture treatment on (B)(6) 2018. The handle broke into surgeon¿s hands and no fragments were generated inside the patient. The procedure was successfully completed with a readily available power star driver and a quick coupling handle. There was no surgical delay and the patient status was reported to be fine at the end of the procedure. Concomitant device(s) reported: 3.5mm lcp® medial distal tibia plate w/o tab 6 holes-right (part # 238.702, unknown lot number, qty # 1), unknown screw (unknown part and lot number, qty # 1). (B)(4).